Event description:
Pt reporting never received cadd extension set tubing and that tubing is leaking. Pt reporting line leaking and cadd ext set never received. Pt reported went to hospital on saturday to get an extension set for his change, but hospital could not provide an extension set pt advised he's due to change again in about an hour, this is the second time he will be reusing tubing. Pt reported he feels he is not getting his full dose but pt denied any increase in sob (shortness of breath), other than normal sob. Pt denied any changes in symptoms. Rph (pharmacist) advised if pt is not getting his full dose would need to go to the hospital until new supplies arrived. Pt reported that he is not having any changes in his symptoms. No further details provided. Product lot number and expiration date were systematically retrieved from the dispensing system. Pt reports that line there is a white circle in the cord that he primes. Rph tried to confirm if the line is currently leaking and asked is there a smell of medication or stickiness and pt only would say that there was a white circle and feels not getting full dose, but no change in symptoms. Reported to (B)(6) by: patient/caregiver.